Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was overfill. This event occurred 10 times. The following information was provided by the initial reporter: the customer reported "the vacuum seems to be drawing blood into the tube at an excessively rapid pace and doesn't cut off at the usual time. This has resulted in a number of overfilled specimens being rejected resulting in the re-bleeding of patients. This lot was replaced with a different lot which has the same expiry, however, the issue is occurring in some instances with nurses reporting the vacuum is drawing blood too fast."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was overfill. This event occurred 10 times. The following information was provided by the initial reporter: the customer reported "the vacuum seems to be drawing blood into the tube at an excessively rapid pace and doesn't cut off at the usual time. This has resulted in a number of overfilled specimens being rejected resulting in the re-bleeding of patients. This lot was replaced with a different lot which has the same expiry, however, the issue is occurring in some instances with nurses reporting the vacuum is drawing blood too fast."